Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise resulting in pacing inhibition; the patient is pacemaker dependent. The lead was capped and replace on (B)(6) 2018. The procedure was performed without complications. The patient's condition was stable prior, during and post procedure.